Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no reported patient involvement/adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pins 1, 2, and 4 were found broken.